Manufacturer narrative:
Qc prior to the event was within the established ranges. Qc was not run after the event. Bci field service engineer (fse) found and cleaned sample fibers from the flow cell. The fse verified performance. The fse trained the customer on instrument maintenance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low calcium (calc) result generated by unicel dxc 600 pro synchron chemistry analyzer. The result did not match patient history and was not reported out of the laboratory. Subsequent testing on the redrawn sample produced a discordant result. Repeat testing was performed on the original sample on an alternate instrument and the result was reported. There was no effect to patient treatment.